Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. Customer's pump was included in a field correction, but they did not receive the correction notice, so customer technical support updated the contact information and resent the notice. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.